Event description:
The technician alleged that the head panel gas springs were leaking fluid and the head panel was not lowering. No patient impact.

Manufacturer narrative:
The technician replaced the pneumatic gas springs to resolve the issue.